Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 6 false positive rsv and flu b results with high cycle threshold (CT) number on several samples tested on the alinity m resp-4-plex assay. The samples were retested on cobas instrument. The reported results with cobas were reported as negative. However, customer is asking for explanation on the potentially positive samples. Customer is highlighting result of samples above 38.00 cycle number (cn). The technical application specialist (tas) identified the following samples: 4 sample ids (sids) (B)(6) were positive for flu b. 2 sids (B)(6) were positive for rsv assay. For sample ID: (B)(6), assay flu a, customer is concerned about a false negative result. Because the curve was having an exponential amplification early and then decreased the customer reported that there was a spontaneous (hook effect) leading to a lack of amplification, while the instrument didn't have an error code. As per assay specifications of our package insert, sample cn cutoff is 42 cn. Customer is allowed by french national recommendation to decide about the cn threshold to consider if samples are positive or negative. No impact on the patient management. Results haven't been reported outside the lab. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number: 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number: 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Updates: included related investigation of alinity m system. An investigation has been completed for the flu a target of alinity m resp-4-plex alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and alinity m system (list 08n53-02) sn (B)(6). Customer data review: the review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 is performing as expected. No retest was performed for the concerned sample ID. The amplification curve for the flu a target (fam dye) is generating a typical curve shape of fluorescence noise from adu 3 which indicates an electronic issue. A ticket search was done using the global service report and ticket (B)(4) identified the cause of the noisy curve. No product deficiency is identified from this review for lot 525460. Service history review: a service history review showed there was a service ticket related to the reported complaint on the alinity m system (list 08n53-02), serial number (sn) (B)(6). In the complaint ticket, the customer reported a higher amount of fluorescence errors on adu 3. The fluorescence noise on adu 3 indicates an electronic issue. Which is correlated to the ribbon cable and related to the issue under review. The fse (field service engineer) replaced the amp detect unit ribbon cable. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: the complaint history review did not identify any complaints related to false negative result for flu a target for the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460. Based on the results of the investigation elements, a product deficiency for the flu a target of alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and alinity m system (list 08n53-02) sn (B)(6) was not identified.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 ; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1 ; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716; 3005248192-2022-00791; 3005248192-2022-00735; 3005248192-2022-00904; 3005248192-2022-00705; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01.